Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50 x 28 mm synergy ii drug eluting stent was advanced for treatment. However, it was noted that the shaft was fractured. The procedure was completed with another of same device. There were no patient complications reported. Patient is stable.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50 x 28mm synergy ii drug eluting stent was advanced for treatment. However, it was noted that the shaft was fractured. The procedure was completed with another of same device. There were no patient complications reported. Patient is stable. It was further reported that the device was completely removed from the patient by pulling it out directly. The hypotube was broken when it was outside the patient's body.

Manufacturer narrative:
Device is a combination product.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.50 x 28mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage with stent struts lifted, pulled distally and bunched, and distal stent damage with stent struts raised. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a partial hypotube break in the laser-cut region, 2.5cm distal to the mid-shaft bond. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50 x 28mm synergy ii drug eluting stent was advanced for treatment. However, it was noted that the shaft was fractured. The procedure was completed with another of same device. There were no patient complications reported. Patient is stable. It was further reported that the device was completely removed from the patient by pulling it out directly. The hypotube was broken when it was outside the patient's body.